Manufacturer narrative:
Lumenis investigated the reported event contacting the distributor to obtain; patient treatment settings, patient information, patient photos, and sun exposure, only patient photos were provided. Lumenis has not been contracted to service the subject device, therefore no examination of the subject device occurred. Although no information was provided by the distributor about the service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in service at the user facility. A lumenis healthcare professional evaluated the provided patient photo concluding: " the current complaint is pih at 1 month after the procedure (information obtained by phone call with the distributor) in the nasolabial folds. Although it is not recommended by the manufacturer, the patient underwent 2 passes which led to stronger skin reaction. The injury is minor and the change of pigmentation will clear by itself over time. No treatment was provided." Lumenis concluded the probable root cause of the reported event to be operator error, a failure on the part of the device operator to follow the device labeling instructions. This complaint has been determined to be reportable per MDR decision tree, since lumenis believes that hyperpigmentation is presumed permanent if still present after 30 days.

Event description:
A foreign distributor reported that one (1) patient sustained hyperpigmentation on face area following treatment with a lumenis resurfx laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.